Event description:
It was reported by svc report that the bed had no power. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: missing screw allowed power outlet module to move which shorted when contacted by power prong burning out fuse.